Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an occlusion alarm. The cartridge and infusion set were changed. The customer's blood glucose (bg) level was high and a correction bolus was delivered to address the bg level. The customer was "fine" the next day.